Event description:
It was reported that this patient was in a ventricular fibrillation (vf) arrhythmia where the device delivered anti-tachycardia pacing (atp) appropriately, but was unable to convert the rhythm. The device then exhausted all nine attempts for shock therapy, however high shock impedance faults were triggered on each attempt and the device was unable to provide any shock therapy to the patient. The patient was resuscitated from vf with an external defibrillator as the device was not able to convert the arrhythmia. Subsequently, the rv lead was explanted and replaced successfully without sequela. Good faith effort was being performed to determine if this lead will be returned for analysis. No additional adverse patient effects were reported.